Event description:
It was reported that the customer changed the battery 5 or 6 times on the insulin pump and gets a black circle and then the device turns off. Customer has also changed the battery cap and it still turns off all of a sudden. Blood glucose value is 120 mg/dl. It was stated that the device shows low battery. Battery did not last more than 1 week, customer does not wear the sensor and sensor feature is off. Customer did not want the insulin pump replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.